Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the following caused the suggested event: conduction failure of circuit board inside scope connector occurred due to water that invaded the subject device from the leaked location. Charge coupled device cable built inside was damaged by stress applied to insertion section. The event can be detected/prevented following the following information in the instructions for use: "important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to instrument channel leak and charge coupled device shrink tube being cut. In addition, the identification chip had no data. Plastic distal end cover had minor chips. The bending section cover glue was cracked. The insertion tube had cut on boot and dents. Control body had deep scratches on boot. The scope connector had scratches on boot. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope will not white balance (poor dark picture). This event occurred during preparation for use. The intended procedure was an unspecified diagnostic approach. There was no report of patient harm associated with this event.